Event description:
It was reported that approx 10 years post vena cava filter deployment, an incidental finding from another procedure demonstrated a detached filter limb inferior to the filter. No attempt has been made to retrieve the filter or detached filter limb. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.